Event description:
It was reported that the surgeon inserted a competitor's lens and the foam tip plunger overrode and tore the haptic during insertion. The incision was enlarged to remove the lens and sutured after the replacement was implanted. The pt's current prognosis is good.

Manufacturer narrative:
Evaluation results - a lot order search was performed on the cartridge and injector. There were seven (7) similar complaints found for the cartridge and three similar complaints found for the injector.